Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional information becomes available.

Event description:
Attorney's report alleged that after the mesh was implanted, the patient's body gave rise to a mesh-colonic fistula due to erosion of the mesh into the bowl. Abdominal pain, adhesions, partial small bowel obstruction, and weight loss, causing the patient severe pain. After less invasive methods failed to resolve the symptoms, the mesh was explanted.